Manufacturer narrative:
(B)(4). This ipg serial number is included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt stopped maintaining the ipg as recommended due to having issues with the charger communicating with the ipg. Communication with the ipg using the programmer was also unattainable. An sjm representative met with the pt for troubleshooting and resolution could not be achieved. In turn, the ipg is considered to be inoperable. As a result, the pt may undergo surgical intervention.